Manufacturer narrative:
(B) (4). (B) (4). The stent remains in the pt. A follow-up report will be submitted with all additional relevant information. The fox plus dilatation catheter is being filed under a separate medwatch report number.

Event description:
Device malfunction: none. Adverse event: occlusion/tia requiring intervention. Time of adverse event: during procedure/post procedure. It was reported via a trial that on (B) (6) 2010, the pt underwent xact stenting of the right internal carotid artery and angioplasty of the subclavian artery. During dilatation in the subclavian using the fox plus balloon, the pt experienced right sided chest pain and loss of the radial pulse due to recoil of the subclavian artery after initial expansion and stretch of the vessel. Reportedly, the recoil likely led to partial re-occlusion of the subclavian causing the loss of radial pulses. The occlusion was successfully treated with deployment of an unspecified stent and pulses improved thereafter. Approximately one hour post-procedure, the pt experienced left arm weakness and some left hemineglect. The pt was diagnosed with a transient ischemic attack (tia). The pt was taken back to the cath lab. There was suggestion of plaque extrusion through the stent struts into the vessel lumen causing restriction of distal flow and ischemic symptoms of tia. Partial thrombus within the stent struts could not be completely ruled out and a xact stent was implanted as treatment. The symptoms resolved on (B) (6) 2010 and the pt was discharged. No additional information was provided.